Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address implant noise during walking and intercourse. The cup was removed and repositioned. The femoral neck was hitting the porterior rim of the cup.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. A. Patient x-rays were provided and do confirm that the cup is not positioned optimally. Mal-positioning can adversely affect loading and performance of the devices. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.